Manufacturer narrative:
A photo was provided showing a new ch3034 in the packaging. A finger pointed to an area of the ch3034. No defects or anomalies noted. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. Additional contact: (B)(6).

Event description:
The middle connection joint of a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap reportedly came loose and chemotherapy drug spilled. This occurred without bending or pulling during a patient's infusion of 5fu. There was no bleed back reported. There was no patient harm and no delay in critical therapy.